Manufacturer narrative:
The information provided was obtained from a retrospective review of servicing data; therefore, no other information is obtainable at this time. There was no reported patient involvement.

Event description:
Keypad- unresponsive key. Wont turn on- (B)(4). Shipping & billing address confirmed. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record showed the device had a manufacture date of 27nov2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode. CAPA reference :n/a. The customer stated that there was no patient involvement.

Event description:
Keypad- unresponsive key. Wont turn. There was no patient involvement.